Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros 5600 integrated system. Data log analysis and vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. The investigation confirmed that the sample involved in the event was not processed in accordance with the sample collection tube manufacturer's recommendation. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system that was reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was identified by the laboratory based on vitros tropi es results obtained from serial samples collected from the patient. It is inferred from interaction with the customer, that a corrected result was issued. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).